Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as sores. There was no alleged device malfunction contributing to the irritation. The patient¿s physician stated it was ok for patient to end use. Follow up indicated that the skin irritation improved.